Manufacturer narrative:
It was reported that a communication error occurred during the last step of registration. DHR review and review of complaint history did not identified any contributory factors to the event. According to technical investigation, the communication error was caused by a known design defect.

Event description:
A communication error occurred during the last step of registration when the laser was being moved to the left temple for scanning. The robot was shut down and the registration had to be restarted.